Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the patient board and video connector socket lock failed. It has been five years since the product was manufactured, it is likely that the parts failed due to repeated use, or due to accidentally failure.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed that the device was not sending video signals with 180 scopes due to a faulty patient board set. Additionally, the investigation found a worn-out video connector causing flickering image. The faulty parts were replaced, and the software was upgraded. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that, the evis exera iii video system center was not sending video signal with 180 scopes. There was no patient harm or user injury reported due to the event.